Event description:
The micro sagittal saw was sent to service and it ran on its own without activation during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was noted throughout the internal components of the device. Damaged/corroded sockets on the motor housing were identified as the probable cause of the device running on its own without activation.